Event description:
It was reported that the device had an insulation peeled off. No patient injury was reported. No back up available.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the insulation peeled off. A visual inspection was performed and showed the insulation peeled off due to contact with another source. No manufacturing related defects were observed.